Manufacturer narrative:
(B)(4). Complaint conclusion: as reported, hemostasis wasn't perfect after using the 5f mynxgrip vascular closure device (vcd) after the procedure. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1823903 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, hemostasis wasn't perfect after using the 5f mynxgrip vascular closure device (vcd) after the procedure.

Manufacturer narrative:
Complaint conclusion: as reported, hemostasis wasn't perfect after using the 5f mynxgrip vascular closure device (vcd) after the procedure. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedural sheath was retreated to the shuttle handle. The advancer tube and sealant were not returned with the device. The balloon of the received device was inflated with water and pressure was maintained per mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1823903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant and advancer tube were not received. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the product analysis and limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible since the returned device showed complete removal from the patient. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.